Event description:
Registered nurse inserted the IV and when disconnecting the needle portion from the hub blood started coming out of where the needle connects/disconnects from the IV catheter. Registered nurse had to remove the IV and the patient was stuck again with the same gauge and lot number with normal functioning IV catheter. This product was discarded and is not available.